Event description:
Upon inspection, the primary tubing was a carrier and an antibiotic was infusing but fluid was running free and with gusto out of a tiny hole located just below the blue triangle that nestles at top of the pump; thus just the very top of the portion that was loaded into the pump had been damaged and was allowing the abx to flow out of the tubing, down the pump, and into a notable puddle on the floor. FDA safety report ID# (B)(4).